Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during an in-service training, the cardiosave intra-aortic balloon pump (iabp) was found to have the retractable cord shoved into console. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusion). At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair information not provided